Manufacturer narrative:
On 28 april 2016 it was prepared a final report with the information already submitted in the initial report. On 04 may 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 29 february 2016, the medical affairs director performed a clinical evaluation and commented as follows: according to report, a small traumatic event took place very soon after primary tkr and the joint has been reported unstable and slightly painful ever since. The surgeon found that stability could be increased by implanting a thicker insert of higher congruency. This is standard practice and does indicate a faulty device. Batch review performed on 29 february 2016. (B)(4). Patient match planning review has been performed on 01 march 2016 since the primary surgery had been performed using myknee cutting blocks, and the myknee department commented as follows: "our analysis of the myknee process of this case found no deviations from the standard procedures."

Event description:
The patient was complaining of constant dull pain and instability of the right knee. The patient said he went back to his volunteering after the primary surgery and one day when he stepped off the golf cart he felt his knee give out. He has had the pain and instability since that time. The surgeon exchanged the 10 mm std insert for a 12 mm uc insert. The surgery was completed successfully. The explant will not be returned. X-rays available.